Event description:
It was reported that approximately four months post-implantation, the patient underwent a hip revision due to repeated dislocations. During revision of liner and head, there was a large amount of scar tissue which may have contributed to dislocation. It was reported no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# 00877503603 lot# 3176819 bioloxâ® delta, ceramic femoral head. G2: foreign ¿ australia . The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 visual examination of the provided pictures identified the explanted liner and head, both products covered in bio-debris. Damage is noted to the liner, however it is unknown if it occurred from the dislocations or during explant. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.